Event description:
The MRI tech had just finished injecting through the microclave connector which was attached to the y-site port of bd intima safety butterfly. They disengaged the syringe and left patient. When they returned blood was "spritzing" through the clave port. No patient injury reported.